Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of high and low blood glucose readings, and display anomaly from the insulin pump. The customer stated that when she sleeps, she sometimes run out of insulin. The customer woke up with blood glucose of 600 mg/dl. The customer was explained to check reservoir icon and exact amount in pump for reservoir before she goes to sleep. The customer declined to be transferred to 24 hour helpline.